Event description:
Healthcare professional reported via the national breast implant registry (nbir) manufacturer registry specific data report (mrsdr) "wound problems, skin necrosis". This record is for the right side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: impaired healing. The event of impaired healing is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.